Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) case, the distal cover became dislodged into patient¿s duodenum. A stent was deployed, and distal cover located. The device was pulled out into the duodenum with the aid of biopsy forceps into the stomach. A snare was then used, and device removed from the patient¿s mouth. The cover was cracked. There were no reports of patient harm. This report is related to the following linked patient identifier: (B)(6).